Event description:
It was reported that the sv300a was running on a pt when the ventilator started to alarm and display error code "battery", in the alarms and messages display. There was no report of interruption of ventilation. The ventilator was taken off the pt, pt was bagged and swapped out with another ventilator. There was no pt injury. Ventilator settings, at time of reported incident are unk.